Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds at a post-operation check on the morning after it was initially implanted. As a result, the lv lead was revised to move it to a more secure implant location with slightly lower pacing thresholds. The lead remains in-service. No additional adverse patient effects were reported.